Event description:
I sustained first- and second-degree burns on (B)(6) 2025, after using the zerigo ultraviolet (uv) light phototherapy device for psoriasis treatment. I followed the instructions provided and was on a video call with zerigo's nurse, michelle, during the session. Within hours, I developed blistering and drainage. A doctor confirmed second-degree burns and prescribed antibiotics and topical treatment. Zerigo's nurse later instructed me to dispose of the device rather than return it. Since the injury, I have had ongoing pain, permanent skin discoloration (post-inflammatory hyperpigmentation), and severe heat intolerance that limits daily activities and exposure to sunlight. "Consumer home device ¿ serial not available, disposed per nurse instruction."